Event description:
Dexcom continuous glucose monitor app hasn't functioned properly for months. Dexcom knows & has failed to provide app update. Several times app fails to alert if not actively open. Was at infusion, glucose "low" (<40) yet didn't alert. Registered nurse had to alert me to drink juice asap. Has happened several times. Need to force them to update app for ios.